Event description:
It was reported that reported that catheter perforation occurred. The target lesion was highly stenosed and was located in the moderately to severely tortuous and severely calcified left common femoral artery (cfa), left superficial femoral artery (sfa) and popliteal arteries (pop). A rubicon 35, 135cm was selected for treatment. The physician attempted to cross the iliac bifurcation to advance wire down left lower extremity prior to long sheath placement but was unsuccessful. The rubicon device was removed intact, but it was found to be kinked and had a hole in it. Another of the same device was used with a glide wire to cross through the chronic total occlusion (cto) at the cfa and advance down the sfa. The physician used a 260cm amplatz wire for additional support to upsize the sheath to 7fr for an atherectomy device. Upon removing the rubicon, it was stuck on the wire, so it was taken out of the sheath but still remained stuck and appeared stretched. The physician decided to cut the proximal portion of the rubicon device from the wire to avoid losing wire access in the lesion. When the 7fr sheath was placed, the amplatz was replaced with different device before placing a v-18 guidewire. The procedure was successfully completed with no complications reported.

Manufacturer narrative:
The device was returned for evaluation. The shaft and tip were microscopically and visually inspected. Visual examination of the returned rubicon revealed multiple kinks and a hole in the shaft. Microscopic inspection revealed a hole to the shaft 11.5cm from the tip. The remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that reported that catheter perforation occurred. The target lesion was highly stenosed and was located in the moderately to severely tortuous and severely calcified left common femoral artery (cfa), left superficial femoral artery (sfa) and popliteal arteries (pop). A rubicon 35, 135cm was selected for treatment. The physician attempted to cross the iliac bifurcation to advance wire down left lower extremity prior to long sheath placement but was unsuccessful. The rubicon device was removed intact, but it was found to be kinked and had a hole in it. Another of the same device was used with a glide wire to cross through the chronic total occlusion (cto) at the cfa and advance down the sfa. The physician used a 260cm amplatz wire for additional support to upsize the sheath to 7fr for an atherectomy device. Upon removing the rubicon, it was stuck on the wire, so it was taken out of the sheath but still remained stuck and appeared stretched. The physician decided to cut the proximal portion of the rubicon device from the wire to avoid losing wire access in the lesion. When the 7fr sheath was placed, the amplatz was replaced with different device before placing a v-18 guidewire. The procedure was successfully completed with no complications reported.